Manufacturer narrative:
The event occurred in china. It was reported that the ¿head error¿ message occurred on the rotaflow console. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow drive (rfd) with s/n (B)(6) and the reported "head error" could be confirmed. The customer confirmed not to order any repair. The exact root cause therefore could not be determined, however the "head error" is most probably caused by: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities was performed on 2023-08-09 and during the period from 2019-02-21 to 2023-08-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2019-02-21. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the ¿head error¿ message occurred on the rotaflow console. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.